Event description:
The spring under the green handle is loose and the screw is loose and cannot be tightened.this event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggests that this event is attributed to a less than optimum design. Corrective action has been implemented to improve the reliability and durability of the device.